Event description:
14cm catheter inserted; placement verified by x-ray immediately after placement. Day #4 catheter appearedx to be clotted. Urokinase IV given on day #4. Day #5 catheter still not infusing well. Dressing removed and 5.5cm of the 14cm catheter found lying in dressing. Echocardiogram revealed catheter at superior vena cava right atrium junction. Follow-up CT scan done, thoracic surgery consult done. Md feels catheter will epithelialize. Catheter found in dressing examined under microscope and small protruberance noted at end of catheter. IV tubing attached to catheter and IV fluid infused using pumpsdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, other. Results of evaluation: telemetry failure, none or unknown, unanticipated adverse reaction - short term, tubing. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, other. Invalid data - on device destroyed/disposed of status.